Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge stm performing pm replaced the batteries to correct the issue. Subsequently, the stm completed pm service including all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the battery for the cs300 intra-aortic balloon pump (iabp) failed the battery runtime test. There was no patient involved; thus, no adverse event reported.